Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. This FDA 3500a represents an unknown number of devices that were reported for this complaint. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported the securement device remains adheres for only 20 hours on the skin of patients. No patient consequences were reported as a result of this event.